Manufacturer narrative:
The device has been returned to the MFR for eval. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch.

Event description:
A pt of unk gender and age presented for an evlt procedure. It was reported by the physician who was performing the procedure that the 0.035" guidewire shredded in the pt's leg. The device was successfully removed w/o incident. There was no harm or injury reported to the pt. The procedure was successfully completed with this device.